Event description:
It was reported that the right ventricular lead had a history of loss of capture. The physician confirmed that the lead was out of position. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and post procedure.